Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with cracked/detached end cap. (B)(4).

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose level was 160 mg/dl. The customer reported that the drive support cap fell off during rewinding. The customer reported that the insulin pump was not working. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.